Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed.

Event description:
Distributor reported a customer received an error message and additional icons on their locked freestyle meter. While assisting the customer it was discovered the meter had become unlocked . This is an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.